Manufacturer narrative:
UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device had unintended activation was confirmed. It was found that the reported complaint was caused due to malfunction of rf board. The defective rf board was replaced and the device was tested and found to be working according to specifications. However, given the information provided, we cannot discern a definitive root cause of the defective rf board. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 05/26/2020 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that the vapr vue generator device had an unintended activation. There was no procedure involved. No additional information was provided.